Event description:
The customer reported via phone call that he noticed the battery compartment was cracked below the battery cap. Customer's blood glucose was 94 mg/dl. Customer noticed the damage when he went to change the battery this morning. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and cracked and bleeding lcd glass.